Event description:
It is reported that when the surgeon went to set the articular surface onto the baseplate, the baseplate slipped off her tibia. The surgeon was unable to remove the hardened bone cement so a new baseplate was used.

Manufacturer narrative:
This report will be amended when our investigation is complete.